Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 533 mg/dl; cause was not known. Ketones were moderate. Infusion set site was changed. Manual insulin injection was administered to address bg. Pump system check was performed with tandem technical support; no device issue was identified. Insulin delivery was resumed. Reportedly, all pump supplies were changed.

Event description:
Customer reported ketones were resolved and returned back to normal. Customer had no further issues.